Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the probe was unable to cut. The surgeon changed the cut rate and the cutting and aspiration function of the probe resolved. There was no patient harm. Additional information has been requested and received. The product sample was requested for evaluation.

Manufacturer narrative:
Review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. Two probe samples were returned for evaluation. Sample #1: sample #1 was visually inspected and deemed nonconforming. Thick raised foreign matter was stuck on needle and inside port. Damage was observed to radius of port. Top of needle is bent approximately 10 degrees. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample does not cut tissue at all. Aspiration testing was performed and deemed conforming. Sample #1 was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Light wear marks at bend area. Gouge marks at the cutting edge and a section on the front of the inner cutter. The actuation test was repeated on the disassembled probe sample # 1and the actuation test was then found to be conforming. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. Sample #2: sample #2 was visually inspected and deemed conforming. Actuation testing was performed and deemed nonconforming. Sample does not fully open or close. Cut testing was performed and deemed nonconforming. Aspiration testing was performed and deemed conforming. Sample #2 was disassembled and the components inspected. There is approximately 15 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Gouge marks at bend area and down the front of the inner cutter. The actuation test was repeated on the disassembled probe sample # 2 and the actuation test was then found to be conforming. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe did not cut for samples #1 and 2. The exact root cause as to why both samples would not cut cannot be determined from this evaluation. The most likely root cause for the poor cutting of samples #1 and 2 and the actuation nonconformance of sample #2 is that during surgical use the inner cutter became damaged and impeded the movement of the cutter shaft. This interference is present as observed from the gouge marks at the cutting edge and a section on the front of the inner cutter, as well as foreign matter, damaged radius of port, and bent needle of sample #1. When the interference was removed during the disassembly of the probe samples #1 and 2, the samples were able to actuate when retested. An investigation has been completed and actions have been implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).